Event description:
It was reported on (B)(6) 2024 , after the initial impaction and removal, the screw/clamp of the trial inserter could no longer be loosened. The surgery was completed as usual and without any issues or impact to the patient. This report is for a trial inserter. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: device returned. H6 photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation did not reveal that let20100, trial inserter could no longer be loosened. The provided evidence was not sufficient to confirm the reported event of unable to disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the trial inserter would not contribute to the complained device issue. Based on the investigation findings, potential cause did not establish, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: physical device investigation: the product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that there was no damage or defect with the trial inserter. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional evaluation was performed and the device was able to dissasemble/assemble as expected. No issues were identified during the interaction of the components. The complaint condition was not able to be replicated. The overall complaint was not confirmed as the observed condition of the trial inserter would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): product code : let20100. Lot : e21di0012. Supplier: (B)(4). ¿ batch1: lot qty of (B)(4) units were released on 17 may, 2021 with no discrepancies. No ncrs were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Corrected data: h4: manufacture date updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.